Event description:
It was reported that a patient presented to clinic for follow up. X-ray was performed and revealed possible right ventricular (rv) lead fracture. No changes or intervention was reported. The patient condition was not known.